Event description:
A malfunction alarm was reported during pumping, causing issues with the pump and preventing successful cartridge loading and insulin therapy resumption. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Due to the recurring alarm, technical support decided to replace the pump, instructed the customer to use multiple daily injections as backup therapy, and provided guidance for returning the pump with a pre-paid label. The customer was informed about storage mode and the return process.